Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 220 events were reported for this quarter. Product return status: 46 devices were received. 173 devices were evaluated in the field. 1 device investigation type has not yet been determined. 220 devices were not labeled for single-use. 220 devices were not reprocessed or reused.

Event description:
This report summarizes 220 malfunction events in which the device had paint chips missing. 220 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10: 220 previously reported events are included in this follow-up record. Product return status: 48 devices were received. 171 devices were evaluated in the field. 1 device was not available for evaluation.

Event description:
This report summarizes 220 malfunction events in which the device had paint chips missing. 220 events had no patient involvement; no patient impact.

Event description:
This report summarizes 220 malfunction events in which the device had paint chips missing. 220 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 220 previously reported events are included in this follow-up record. Product return status: 46 devices were received. 173 devices were evaluated in the field. 1 device was not available for evaluation.